Event description:
Caller reported experiencing a cartridge alarm 30 while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service assisted in loading a new cartridge using proper techniques, and the customer was able to successfully resume insulin therapy. The issue was resolved.